Manufacturer narrative:
Device was used for treatment, not diagnosis. Davidson, edward h., et al (2010). The evolution of mandibular distraction: device selection. Plastic and reconstructive surgery, 126(6):2061-2070. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article: davidson, edward h., et al (2010). The evolution of mandibular distraction: device selection. Plastic and reconstructive surgery, 126(6):2061-2070. A retrospective review was conducted of patients undergoing mandibular distraction at a medical facility from may of 1989 to june 30, 2009. A total of 211 mandibular distraction procedures were performed: 129 external procedures on native bone, 37 external procedures on grafted bone, and 45 semiburied procedures on native bone. Using the semiburied distraction technique all patients were treated with commercially available distraction devices: kls-martin micr-zurich devices (kls-martin) or single-vector synthes devices (synthes, (B)(4)). Twenty-nine patients (17 male patients and 12 female patients), aged 15 days to 10.7 years, underwent a total of 45 total procedures by means of the semiburied mandibular distraction technique. Distraction devices used for the semiburied technique were as follows: 23 patients were treated with 38 kls-martin micro-zurich devices and six patients were treated with seven single-vector synthes devices. Complications that were reported with semiburied devices in native bone are as follows: three patients experienced premature ossification, one patient experienced infection requiring intravenous antibiotics and one patient required additional incision to remove the device. This is report 2 of 2 for (B)(4). This report is for unknown single-vector synthes distractor device.